Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla 2 guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed tip and shaft damage (flattened), a partial separation in the collar, and kinks in the shaft located 5mm, 6cm, and 16.3cm from the tip of the device. No other damage or defect was observed. The reported crossing difficulty could not be confirmed as clinical circumstances could not be replicated. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11may2021. It was reported that the device could not cross the lesion. The target lesion was located in the severely tortuous and severely calcified vessel. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion due to the target lesion characteristics. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a partial separation in the collar.